Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system locked during a surgical procedure and would not reboot. The system was exchanged to complete the procedure. There was a greater than 15 minute delay. There was no harm to the pt.